Event description:
It was reported that the patient wasn't healed from her (B)(6) 2011 implant procedure. It was unclear if the patient had experienced an infection, erosion or an allergic reaction to the implantable neurostimulator (ins) or the stitches that were used. She saw one physician regarding the infection but that physician had since moved. She saw a second physician regarding the infection. She met with a third physician who instructed her early on to wait. She had an appointment scheduled with a fourth physician on (B)(6) 2012. The patient status was that she was bandaging the wound. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v786297 implanted: 2011-(B)(6) explanted: product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).